Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient had an infection at the ipg site. Surgical intervention took place where the ipg was explanted to address the issue, and the patient was treated with antibiotics. It is unknown if the infection has resolved, but the manufacturer representative will not be getting further updates.

Manufacturer narrative:
As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.